Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7072094.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced high impedances. The system was reprogrammed, and adequate therapy was provided. Later, additional high impedances were observed, and an x-ray was performed. Device programming could not regain coverage of the pain areas. The patient underwent a lead replacement of both leads. Post-operatively the patient experienced numbness but it is resolving on its own. The explanted leads were discarded by the medical facility.